Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp), unit failed test #14.

Event description:
N/a

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is facing "power-up test fails # 14 (prior compressor failure etf)" issue. Customer stated device was reading power failure #14 upon start up. A getinge field service engineer (fse) was able to replicate the reported complaint. When powered up device reads power failure #14 and is picked up in logs, fse replaced compressor (d119-00-0236) this corrected the issue. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications device was returned to customer and cleared for clinical use. Patient involvement was unknown. The failure analysis and testing dept. Installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure number (B)(6)revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Was unable verify the failure of the compressor "power up code 14" . During testing the compressor was unable to reach pressures of 420mmhg and 390mmhg respectively ( high press was 379mmhg). Power up error code14 was not observed during testing. Retaining the compressor in the fat dept. Per procedure (B)(6) rev ak. Further investigation may be required by sustaining engineering. If further investigation is not required, the compressor shall be scrapped. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".